Manufacturer narrative:
The tech found during a between pt inspection that the brakes were not holding when applied caused by a worn brake pad that was most likely due to normal wear and tear. See scanned page. The tech replaced the brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
The tech reported that the brakes were not holding. The bed was located in the hill-rom service center. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).